Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they had a procedure yesterday and they were supposed to turn off the stimulator for the procedure. Patient stated that when they turned the communicator on and looked at the screen, they saw a message that said neurostimulator is nearing service life and to call and give service code 201. Agent reviewed meaning of the message with the patient. Patient asked if it was common that the implant battery would only last 2 years and agent reviewed implant battery was dependent on the therapy settings and usage. Patient mentioned that they were told that the settings would go up to 24 and they had never had the settings more than 4.9. The patient was redirected to their healthcare provider to further address the issue.